Event description:
It was reported that prior to an unspecified biliary procedure, a suture tear occurred. Upon opening the package of the 7fr/7cm flexima biliary stent, it was noted that the suture which connects push catheter and the stent was torn. The device was not used during the procedure. It was not known how the procedure was completed.